Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin squirting out during priming. The customer¿s blood glucose level was unknown. The battery changing battery more frequently, the insulin pump rejected new battery and also had few failed battery alert. The insulin pump alarmed random unexplained no delivery and motor had slower rewind. The insulin pump will not be returned for analysis.